Event description:
Normal saline [na] was infusing through filter tubing. Patient called nurse to chairside reporting ns was leaking out of y-site. Ns tubing unhooked. Obtained new set, IV flushed and medication started. Clearlink system, continu-flo solution set (10 drops/ml), 104¿ (2.6 m), 0.2 micron high pressure extended life. Filter, 2 luer activated valves, male luer lock adapter with retractable collar.